Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion test (7-19 psi) with values of 20.7, 20.3, 20.7, 20.2, 21.0, 21.1 in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed the downstream occlusion test (7-19 psi) with values of 20.7, 20.3, 20.7, 20.2, 21.0, 21.1" was not reproduced. Evaluation sent the device for downstream occlusion testing and it passed the results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.